Manufacturer narrative:
Concomitant product: serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable devices. No abnormalities were found related to the reported information. The devices passed final testing prior to release. (B)(4).

Event description:
It was reported that a physician attempted a novasure endometrial ablation on (B)(6) 2014. The physician reportedly had difficulty deploying the electrode array. A second device was used and the physician still had difficulty but eventually the array deployed and the physician received an unsuccessful cavity integrity assessment (cia) test. The procedure was aborted and a hysteroscopy was performed. The physician visualized a "perforation near the fundus". The patient was admitted into the hospital overnight for observation and discharged the following day. It is unknown if medical intervention was required.